Event description:
A nurse reported that pulse and cautery/coagulation were not operational during cataract with intraocular lens implant procedures involving three pts. It was noted that the problem with pulsed operation of the ultrasound handpiece was related to occlusions and reduced vacuum/aspiration, which affected the movement of lens fragments to the center of the working area. It was reported that all three procedures were more complicated due to the reported problems, and there was a significant surgical delay of unknown length; however, the cases were able to be completed successfully with no pt impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).